Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, an unspecified cook gunther tulip inferior vena cava (ivc) filter was placed on either (B)(6) 2009 or (B)(6) 2010. On (B)(6) 2010, a significant amount of acute thrombus was noted in the cava. The filter was not retrieved, and thrombolysis was planned. A computed tomography report dated (B)(6) 2010 found new intraluminal filling defects within the inferior vena cava and the right iliac vein proximal to the infrarenal ivc filter. No filling defects were found within the suprarenal or intrahepatic ivc. Intraluminal thrombus was also noted in the right external iliac through the femoral veins. An operative report, also dated (B)(6) 2010, noted a significant amount if thrombus in the cava. Catheter-directed pulse-spray thrombolysis was performed, using an unspecified twenty-centimeter infusion catheter and tpa (tissue plasminogen activator), from the mid cava to the common femoral vein. On (B)(6) 2010, an operative report describes thrombolysis of a thirty-centimeter segment. An unspecified balloon was in the femoral vein and six milligrams of tpa was infused. Mechanical thrombolysis was performed. The femoral-popliteal segment was also treated with five milligrams of tpa. A repeat venogram showed significant improvement in residual thrombus with approximately 90% improvement of the thrombus load. On (B)(6) 2010, the filter was retrieved without difficulty using an unknown retrieval sheath. Imaging showed no extravasation. Investigation - evaluation reviews of the documentation, drawing, specifications, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. As no lot information was available, reviews of complaint history and the device history record could not be conducted. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Adequate controls in place to ensure that this type of device is manufactured to specifications. The device is provided with instructions for use which state that the device is intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in situations in which anticoagulant therapy is contraindicated or fails, or for emergency treatment following massive pe. The IFU states that retrieval is contraindicated for filters with significant (greater than 25% of cone volume) trapped thrombus. Thrombus at the implant site is a known potential adverse event. Based on the available information, cook has concluded that the cause for this event can most likely be traced to the patient¿s condition/disease process. Inferior vena cava filters are intended to prevent pulmonary emboli, or blood clots to the lungs. It can be assumed that the patient had a history of blood clots, as there is no other indication for filter placement. Other medical history was not provided; however, imaging conducted after the filter was placed also noted thrombus in the right external iliac and femoral veins, indicating that the patient was in a hypercoagulable state. There has been no report that any of the clots were able to escape the filter. Ivc occlusion/ thrombosis, new dvt, and ivc stenosis as a reported complication are known risks of filter implantation and are well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation = attorney. PMA/510(k) number = k043509 or k072240. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an unspecified cook gunther tulip inferior vena cava (ivc) filter was placed on either (B)(6) 2009 or (B)(6) 2010. On (B)(6) 2010, a significant amount of acute thrombus was noted in the cava. The filter was not retrieved, and thrombolysis was planned. A computed tomography report dated (B)(6) 2010 found new intraluminal filling defects within the inferior vena cava and the right iliac vein proximal to the infrarenal ivc filter. No filling defects were found within the suprarenal or intrahepatic ivc. Intraluminal thrombus was also noted in the right external iliac through the femoral veins. An operative report, also dated (B)(6) 2010, noted a significant amount if thrombus in the cava. Catheter-directed pulse-spray thrombolysis was performed, using an unspecified twenty-centimeter infusion catheter and tpa (tissue plasminogen activator), from the mid cava to the common femoral vein. On (B)(6) 2010, an operative report describes thrombolysis of a thirty-centimeter segment. An unspecified balloon was in the femoral vein and six milligrams of tpa was infused. Mechanical thrombolysis was performed. The femoral-popliteal segment was also treated with five milligrams of tpa. A repeat venogram showed significant improvement in residual thrombus with approximately 90% improvement of the thrombus load. On (B)(6) 2010, the filter was retrieved without difficulty using an unknown retrieval sheath. Imaging showed no extravasation.